Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim pump user guide states that the user can adjust the auto-off alarm setting (the default value is pre-set to 12 hrs, but it can be set anywhere from 5 hrs to 24 hrs, or off). Device not returned.

Event description:
It was reported that the customer received an auto off alarm. The customer's blood glucose level was 400 mg/dl. The customer indicated that a correction bolus would be delivered. Cts educated about the auto off alarm safety feature and to check with their healthcare provider before modifying the setting.